Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during delivery, usage was discontinued because the solitaire was stuck in the catheter's center. There was no damage to the catheter, and delivery was not possible because the catheter was stuck even when it was removed from the outside. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of ischemic cerebral infarction in the right m1. It was noted the patient's vessel tortuosity was normal. There was 1 pass for the solitaire. Additional information received reported that the device was replaced with another company's produce and the procedure was completed successfully. The cause of the stuck was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.